Event description:
During a device replacement procedure for normal battery depletion, noise resulting in oversensing and decreased sensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced during the procedure to resolve the event. The patient was stable.